Event description:
Customer called to report a diluted blood leak of approximately 2 to 3 cubic centimeters underneath the flow cell of the coulter lh750 hematology analyzer, but was unable to locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a pinhole leak in the tubing going through pinch valve (vl) 80b. Vl80b is the drain path for the retic (reticulocyte) chamber (vc17). The fse replaced the tubing and the pinch valve at lv80b to address the leak. There was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. The cause of the leak was a pinhole in the tubing going through vl80b (retic chamber drain).

Manufacturer narrative:
(B)(4).